Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses and a conformable gore tag® thoracic endoprosthesis. An aortic extender component was implanted landing below the renal arteries. Next, a conformable gore tag® thoracic endoprosthesis was implanted extending distally from the aortic extender component. The rlt311415j/16399565 was deployed from the distal end of the aortic extender pla260300j. The physician had planned to deploy the ipsilateral leg of the rlt311415j at the ostium of left common iliac artery. However, the distal portion of the ipsilateral leg was unintentionally deployed into the left external iliac artery covering the left internal iliac artery. The ipsilateral leg reportedly landed 1 cm into the left external iliac artery. Reportedly, the distance from the distal end of the aortic extender to left iliac bifurcation was 13.5 cm. It was reported as the physician was deploying the trunk (rlt311415j) he was applying forward pressure on the delivery catheter as to not cover the left internal iliac artery. However, when the physician reportedly lessened the forward pressure on the delivery catheter, the device was accidentally deployed distal to the intended location covering the left internal iliac artery. The physician reportedly attempted to push the distal end of the ipsilateral leg up to the left common iliac artery using a sg balloon catheter. It was reported the attempt was unsuccessful. The physician then reportedly made an attempt to cannulate the left internal iliac artery. However, the attempt was also unsuccessful. The physician reportedly decided to conclude the procedure. The patient tolerated the procedure with no further reported issues.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and vessel occlusion.

Manufacturer narrative:
Corrected report task manufacturing plant - (B)(4). Corrected report task manufacturer ID - (B)(4). Corrected manufacturing plant address.